Manufacturer narrative:
Retainer ring= black. Customer returned device due to alleged pump error and was found on (B)(6) 2022. Device passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test. P-cap was attached and locked in place properly. No pump error 37 noted during testing. No alarms/alerts/anomalies noted during testing. Device was successfully downloaded using thump for history file and trace file. Pump error 37 occurred on september 12, 06:58 pm during event date in trace file. Pump was cut open to perform visual inspection and found no anomalies on electronic stack, motor, and force sensor. Motor was tested outside and it passed. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked belt clip rails. P-cap was attached and locked into place properly. Pump error 37 is confirmed due to being found in history trace files and motor defect. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(4). Customer concern: patient received same pump error today and last week. Pump error 37. (B)(4): pump error 37-39, 41-43, 79-80, 82, 130 explain the pump detected a possible issue with the motor. Insulin delivery has temporarily stopped to ensure your safety. Assist customer with clearing alarm as applicable. Advise customer to disconnect from pump: yes was the pump exposed to high magnetic environment?: no advise pump should not be exposed to products/ devices using strong magnets or gauss level > 400. Attempt to check alarm history for pump error 37-39, 41-43, 79-80, 82, 130 and document any findings: (B)(6) 2022 6:56 pm pump error 37 and (B)(6) 2022 7:32 am pump error 37 is/was customer able to successfully clear alarm?: yes is/was customer able to complete rewind?: yes perform displacement test and document results. Did pump successfully complete steps in displacement verification table?: yes did customer report a pump error 130 only?: no did customer drop or bump the pump?: no when did alarm occur?: basal delivery assist the customer with rewinding the pump. Did the pump error occur during rewind?: no assist the customer with load reservoir and fill tubing process. Did the pump error occur during load reservoir or fill tubing process?: no assist the customer with performing a self test. Did pump pass?: yes check error table. Does error table indicate the pump should be replaced?: yes advise customer the serialized device will need to be replaced: yes instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes advise customer on how to put pump in storage mode after discontinuation: yes will the serialized device be replaced?: yes inform customer about product replacement/return policy. Customer indicates they understood the product replacement/return policy. Information received by medtronic indicated that the insulin pump had pump error 37. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The displacement and self test was passed. No harm requiring medical intervention was reported. The device will be returned for analysis.